Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable valve was implanted to the patient via a ventricular peritoneal shunt on (B)(6), 2021 with an initial setting of 60mmh2o. The set pressure could not be changed and the patient was taken to the operating room and the shunt was replaced on (B)(6), 2021. It was reported the ventricular catheter and abdominal catheter were not occluded, but the shunt body could not pass water. The patient is currently in the follow-up. No further information was provided.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 4383097. Conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle hole noted in needle chamber. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.